Event description:
It was reported by service report that the left siderail release lever does not latch properly. It is unk if there was pt involvement or if there are adverse consequences to report.